Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: a22226 UDI: (B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: a20559 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were not returned. Additional information was received that the lead extensions were also removed during the spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: a07544 UDI: (B)(4). This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: a07315 UDI: (B)(4). This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were not returned.